Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving clonidine, dilaudid, and morphine at unknown concentrations and doses via an implantable pump for non-malignant pain. It was reported on (B)(6) 2017 that an alarm was heard and that the pump was alarming or beeping. It was detailed that the patient¿s ¿low alarm,¿ which was indicated to be the single-tone low reservoir alarm started on (B)(6) 2017 and that a two-tone alarm started about two hours ago on (B)(6) 2017. It was indicated that the patient missed a scheduled refill as the patient¿s dad had a stroke on the way to the patient¿s refill appointment so they missed the appointment. It was noted that the patient had an appointment for (B)(6) 2017 for a refill. It was inquired if the motor would ¿burn up¿ with the alarm. It was stated that the patient didn't know if they needed to go to an emergency room (ER) but was a veteran affairs patient which would make it more difficult, per the consumer. It was indicated that the patient would follow-up with the healthcare professionals (hcp) on monday (B)(6) 2017 when they opened. No symptoms or complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.